Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported by competitor rep: "patient has an (competitor) hip with stryker mdm acetabular component which failed. Surgeon replaced (competitor) head." Spoke with stryker rep. Left hip. An mdm metal liner and adm/ mdm poly insert which had been cemented into a competitor shell became detached from the cement mantle. The liner construct and competitor head were revised. Rep confirmed that no further information will be released by the hospital or surgeon.